Event description:
The customer contact reported that during testing at the user facility it was noted that the device did not pass the touchscreen calibration test. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device was found to be out of calibration during the touchscreen test. The probable cause was due a broken device touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information know by the reporter upon query by hospira personnel.